Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 2 sensors failed for high readings 1 remaining sensor passed per spec. With accurate readings. Also found 2 cannulas bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensors had been alarming change sensor alarms. Customer's blood glucose was 154 mg/dl and sensor glucose was 125 mg/dl at time of call. Customer mentioned the sensor had triggered threshold suspend when sensor glucose was 69 mg/dl and blood glucose was 154 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.